Event description:
It was reported that there was a suspected intermittent atrial over-sensing episode. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).